Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1811189 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further investigation. The retained samples were examined and no defects were observed. Based on the provided customer feedback, it is possible that the reported incident resulted from damage to the plunger lip component; however, without the sample, this cannot be determined. Our quality team will continue to monitor the production process for this potential defect and any emerging trends.

Event description:
It was reported during use the bd¿ syringe experienced leakage at connection site. The following information was provided by the initial reporter, translated from chinese to english: "the nurse used a 5ml syringe to flush 3ml normal saline for the children before infusion. Because the piston inside the syringe and the inner wall of the syringe were not strict, a large amount of liquid leaked out from the piston during the injection process, it caused the insufficient amount of the injection liquid. Liquid soaked the back of the child's hand.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd¿ syringe experienced leakage at connection site. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse used a 5 ml syringe to flush 3 ml normal saline for the children before infusion. Because the piston inside the syringe and the inner wall of the syringe were not strict, a large amount of liquid leaked out from the piston during the injection process, it caused the insufficient amount of the injection liquid. Liquid soaked the back of the child's hand."